Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6, 3.4, lab: 3.5, 3.5. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inr: 1.6, 3.4. Patient's therapeutic range: 2.5-3.5 inr.